Manufacturer narrative:
The reported events were oversensing due to noise and mode switch. Oversensing due to noise was not confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the partial lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that oversensing was observed on the atrial lead leading to false episodes of automatic mode switch (ams). The atrial lead was cut and partially explanted. A new atrial lead was implanted to resolve the event. The patient was stable and there were no adverse consequences.